Event description:
Customer states her bgstar meter gave higher glucose readings than previous meter, as a result she took more insulin and developed hypoglycemia.

Manufacturer narrative:
Meter has not been returned for evaluation. Pt did not require medical treatment. An updated report will be submitted if additional info becomes available.